Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call that they experienced low blood glucose level and up and down buttons and the act button did not work sometimes. Customer's blood glucose value was 41 mg/dl at the time of the incident. The customer did not provide details regarding symptoms and treatment of low blood glucose. The customer was assisted with troubleshooting and declined for low blood glucose. Customer state buttons were not working and they are getting stuck and time was change. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
No frozen screen or button error alarm noted. Device time or clock moved. Device had unresponsive buttons due to flattened (creased) all buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button.